Event description:
It was reported that when using the bd pyxis¿ es server, patient was showing discharged on patient encounter system (pes) while still admitted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) remotely accessed the server and reviewed the patient details provided by the customer. The patient was found to be in a discharged status in pes with a discharge date of (B)(6) 2026, though the customer expected the patient to be admitted. The customer was advised to contact the adt team to readmit the patient with the correct date, which was acknowledged. After a follow up callback, the customer confirmed that the admit discharge transfer (adt) team resolved the issue and the patient status was correctly updated in patient encounter system (pes). The case was then closed with customer confirmation. The system functioned as intended after the technical support specialist (tss) investigated the issue.